Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the distal end of the rebel stent delivery system with stent. There was blood in the inflation lumen and balloon. There were numerous hypotube kinks. The shaft had a pinhole and scratch 13cm from the guidewire exit notch. Microscopic examination of the balloon and stent did not reveal any damage or irregularities. Functional testing was attempted by connecting an inflation device filled with water to the hub. Water emitted from the hole in the shaft and the balloon could not fully inflate. The stent became damaged during analysis as the stent strut became caught on a soaker pad. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 12x2.50 rebel¿ stent was advanced; however, it was noted that there was blood return into the inflation device. A hole in the balloon catheter was suspected. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient was successfully treated.

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 12x2.50 rebel¿ stent was advanced; however, it was noted that there was blood return into the inflation device. A hole in the balloon catheter was suspected. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient was successfully treated.